Event description:
The patient reported two freestyle libre 3 sensors failing before the intended 15-day wear period, each lasting about 8-9 days. They also experienced inaccurate and erratic glucose readings ranging from very high to very low. The reporter stated inconsistent readings caused significant worry and loss of sleep.